Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she had high blood glucose but not hospitalized. Customer's blood glucose was 490 mg/dl. The customer already took correction from pump without result. The customer was advised and explained the possible causes of high blood glucose. The customer was advised to take correction from pen. The customer was advised to contact with healthcare provider if needed. The customer advised that the device works properly. The customer was advised to change entire set and reservoir. The customer was advised to use longer cannula.